Event description:
While setting up patient's carboplatin, nurse noted small leak (about 10 drops total) of dextrose 5% in water coming from hole in IV tubing, about 2 inches from the phaseal after unclamping the line. Immediately re-clamped line and placed back in chemo bag. Notified pharmacy and returned drug to pharmacy window. Pharmacy replaced line and drug administered without issue.